Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. It was communicated that the pump would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), cardiac arrythmia, and death, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: serial number was not provided, and the UDI is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025. The patient had a bicuspid aortic valve (av) status post transcatheter aortic valve replacement (tavr) with severe aortic insufficiency (ai), paroxysmal atrial fibrillation (paf), and history of ventricular tachycardia (vt). They were admitted with worsening symptoms with the desire to enroll in hospice care, as they were not a candidate for aortic valve replacement (avr) or tricuspid valve replacement (tvr) due to high-risk including cachexia, chronic obstructive pulmonary disease (copd), and multi-system organ failure (msof). The death was not considered to be device related, and the device operated as expected.